Manufacturer narrative:
There were also incidental findings of small deposition found in the proximal side of the outlet stator. Manufacturer's investigation conclusion: thrombus was confirmed in the evaluation of heartmate ii lvas, serial number (B)(6). The pump was returned with the driveline cut approximately 6¿ from the pump housing and the distal end was returned. The sealed inflow conduit, apical sewing ring, and sealed outflow graft were not returned. The bend relief and bend relief collar were not returned. The outflow elbow was returned attached the outlet port. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a non-laminated deposition adjacent to the outlet bearing ball. The lack of laminated layering suggests that the deposition did not form within the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the lack of circumferential contact marks on the outlet bearing cup suggests that the deposition was not present in the outlet stator for an extended period of time while the device was in operation. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. Upon removal of the bionate and braided shielding layers, visual inspection of the underlying wires revealed no evidence of insulation breaches or damage. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakages in the insulation of any of the driveline wires that would have resulted in an electrical short. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate 3 lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 11jul2017 under order (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient's pump was exchanged.